Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by a health care professional and the customer that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 191 mg/dl at the time of the call. The customer was given hydrocortisone to treat. The customer experienced symptoms such as loss of consciousness and an epileptic seizure. The customer was wearing the insulin pump during the incident. It is most likely that the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The customer was at the beach and did not bolus at all on the date of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.